Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the screen became dark. It was noted that air had not been removed during preparation flushing. The procedure was completed with another of the same device. There were no patient complications.